Manufacturer narrative:
The following additional information was provided by the customer. There was no patient involvement. The device was received for evaluation. During functional testing, a false air in line alarm was not reproduced due to a 'reload set' error. A review of the event history log revealed 'air in line!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification ultrasonic sensor which could not be calibrated. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed false air in line during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.